Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic nissen fundoplicaton procedure, the doctor fired the device five times to secure the wrap. On each of the first five firings, the knot would unravel. They then opened another four reloads to complete the wrap without incidence. There was no patient consequence. No devices returning.